Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low, out-of-range shock lead impedance measurements during a change-out procedure. A boston scientific technical services (ts) consultant found that an external defibrillator was currently on. Once the external defibrillator was powered off, the impedance issue resolved with resultant measurements in the 50 to 60 ohm range. No adverse patient effects were reported. This device remains in service.